Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), use fluoroscopic guidance during the withdrawal of the delivery catheter to assure safe removal from, and to avoid catching on the endoprosthesis and / or introducer sheat. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, patient underwent a reintervention procedure for a previously implanted cook device, and a endovascular procedure to treat zone-9 aneurysm rupture utilizing cxt device. During the procedure, after the device was already deployed, physician attempted to retract the delivery catheter, but the olive tip got caught on the sheath, due to patient's tortuous anatomy. The delivery catheter olive tip broke. There were no issues with the sheath. Physician was able to remove the broken piece, with no further issues. Patient tolerated the procedure and no patient harm occurred. No further patient information or images are available.